Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 48.5 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection showed multiple signs of wear and abrasion along the lead body. The insulation was particularly abraded through between 48.5 cm and 48 cm proximal to the lead tip. The coating of the conductor cable to the ring electrode was damaged in this region. These findings can be considered the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the shock coil was found deformed which most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 66 months, oversensing was reported.